Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and high pacing threshold measurements. The cause was not determined. An invasive procedure was performed. The crt-d was explanted and replaced and the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.